Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon was damaged before use. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4).